Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of "air in line" could not be confirmed through the event history log (ehl). The device was found out of specification in relation to the customer reported 'air in line' which was not reproduced during evaluation. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. The event happened at the intensive care unit. There was no patient involvement. No additional information is available.